Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support shipped out a replacement user interface module. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for evaluation. As of may 12, 2015, the carefusion has not received the alleged faulty user interface module.

Event description:
The following event originated from a distributor in (B)(6). The distributor reported a user interface module (uim) that only comes on intermittently when the ventilator is turned on. No pt involvement.

Manufacturer narrative:
The carefusion factory service technician evaluated the uim and confirmed the reported issue. The issue was isolated to a corrupted boot loader file.